Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose of 330 mg/dl after several meal announcements and higher glucose readings earlier in the day, which later stabilized to 101 mg/dl; the user expressed concern about higher-than-expected insulin use and infusion set changes, and received education that the displayed insulin available reflects cartridge insulin and not insulin in the tubing. Symptoms included elevated blood glucose. Outcomes included user concern about supply sufficiency, for which a goodwill shipment was arranged. Investigation included customer interview and troubleshooting education. Investigation of this case revealed no device malfunction reported and user understanding of insulin accounting was achieved. It was concluded that the event involved hyperglycemia with cause unclear and that the device functioned as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.